Event description:
The customer reported that there is no alarm tone when the sensor belt is detached, they tested it with a working alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received. (B) (4).